Event description:
It was reported that the patient presented for a scheduled procedure. Post-procedure, the amplitude of the r-wave reduced. The physician elected to reposition the right ventricular lead. The procedure was successful, and the patient was in stable condition.